Manufacturer narrative:
The console data logs were returned for this investigation. The log analysis confirmed the clinical account of the event. A pump stop was observed in the beginning of the case that was quickly resolved. Pump support resumed with normal flow. Later in the case several motor current spikes preceded a drop in pump flow with suction alarms. Mean flow dropped below 1 l/min. Flow was low for the rest of the case. The impella cp was returned for inspection. The pump was in good condition with no obvious defects or signs of misuse. Biomaterial was found around the outflow cage on the pump. The cannula was cut open to look for biomaterial attached to the tip of the impeller. Minimal biomaterial was found and it was unlikely that it was causing the low flow. When the pump was run, all biomaterial was expelled from the pump housing; however, the pump produced low flow and triggered suction alarms. Inspection of the impeller found one blade was fractured and the other was damaged. Without an intact impeller the motor current will be lower than normal and trigger suction detection by the minimum motor current algorithm. Additional information received from the physicians confirmed that the doctors used medtronic's corevalve for the tavr procedure that had been performed the previous december. The root cause of the suction alarms was fractured impeller blades. Because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined. The manufacturing review revealed no other complaints against this lot of cp pumps. There is no corrective action because a definitive root cause could not be determined. This failure mode will continue to be monitored. (B)(4).

Event description:
The complainant reported that on (B)(6) 2017 a (B)(6) male patient was struggling following a transcatheter aortic valve replacement (tavr) that has been performed in (B)(6) 2015 (exact date unknown), and was a admitted to the hospital with a low ejection fraction (ef.) The patient began to decompensate, so an impella cp (serial (B)(4)) was inserted for hemodynamic support. A pump stop occurred early in the case, but the pump restarted and did not stop again. Doctors were happy with support and planned to leave the pump in until the patient recovered. Patient condition improved and pump explant was scheduled for monday (B)(6). On the fourth day of support pump flow decreased and suction alarms occurred. The first impella cp was explanted, and a new impella cp (serial (B)(4)) was inserted. Insertion for the second impella was normal. A new sheath was used with a new guidewire. Seven hours after insertion a pump stop occurred secondary to a coughing episode. Pump was restarted in the patient. The pump produced low flow that continued to decrease throughout the case. Eventually, the pump was explanted and the patient was scheduled to be switched to a tandem heart. Patient expired in the ccl before surgery could be started. The physician reported that he did not feel that the patient outcome was caused or contributed to by any issue with the impella cp. The patient support was considered a "hail mary" attempt to save this patient. This MDR is reporting the issue with the first impella cp used during this event. The second pump (serial (B)(4)) has been reported on MDR 1220648-2017-00082. The physician reported that he did not feel that the patient outcome was caused or contributed to by any issue with the impella cp. The patient support was considered a "hail mary" attempt to save this patient. On october 2, 2017 this complaint was re-opened to review this case and the failure investigation. At that time it was found that the failure analysis had determined that a close inspection of the impeller blades found damage to both blades which caused the reported suction alarms. Ths review determined that this event is an MDR reportable event.